Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The husband reported that the patient is developing an itching, red knot at the insertion site within a short time after applying the pod and then escalates. The customer visited her doctor and dermatologist; both advised that the customer is allergic to the cannula. She was prescribed an antihistamine and anti-itch cream.